Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patients mother stated the sensor wire had detached and stayed inside the applicator. The patient's mother did not report any injury or medical intervention.